Manufacturer narrative:
Patient country: united states. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set had blockage at tubing and insulin was not exiting in tubing on (B)(6) 2024. No further information available.